Event description:
Customer reported the output dosage was low. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and measured all dosages within specifications. System operates as intended. This MDR is related to ge healthcare complaint number.